Event description:
In 2006, this patient was implanted with two gore tag thoracic endoprostheses for the treatment of a 7.7 cm descending thoracic aneurysm with contained rupture. Within 5 days postoperatively, the patient was identified with aneurysm sac pressurization, a type iii junction endoleak, and a suspected distal type I endoleak. Five days later, a reintervention was performed to place 3 additional gore tag thoracic endoprostheses. Completion arteriogram demonstrated the type iii endoleak resolved, however a persistent distal type I endoleak was identified. A decision was made to complete the case and monitor the patient. The patient tolerated this procedure and was reported to be in stable condition.

Manufacturer narrative:
H3: all devices remain functioning in the patient. H6: a review of the manufacturing paperwork has been requested. Please note: attached list of additional devices implanted in this patient: tg4020/03707746, tg4010/04240904, tg4010/03744062, tg4010/03744072.